Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd q-syte¿ needle-free connector was damaged and leaked. The following information was provided by the initial reporter: in november 2022, in the process of infusion to patients in the department of hematology and oncology of the hospital, leakage or seepage of multiple q-syte separator membrane joints was found successively, and trachoma was found at the joints. At present, these joints have brought a lot of additional benefits to the clinic. At work, the head nurse received three or four consecutive complaints from nurses.

Manufacturer narrative:
H6: investigation summary: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 1293680, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed a q-syte unit that was connected to a luer lock syringe. The device appeared to be connected tightly but there was still a small water bubble that appeared to be forming where the two devices connect. This is common sign of a possible leak. Therefore, based off the provided photo the engineer was able to verify the reported defect. Unfortunately, without the physical sample available for inspection a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported that 4 bd q-syte¿ needle-free connector was damaged and leaked. The following information was provided by the initial reporter: in november 2022, in the process of infusion to patients in the department of hematology and oncology of the hospital, leakage or seepage of multiple q-syte separator membrane joints was found successively, and trachoma was found at the joints. At present, these joints have brought a lot of additional benefits to the clinic. At work, the head nurse received three or four consecutive complaints from nurses.